Event description:
It was reported to philips that the device would continuously beep as if the battery was not charging. There was no reported patient or user involvement and no adverse patient/user impact.